Event description:
It was reported the epg (external pulse generator) had broken pin connectors. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the customer comment: the ventricular output connector was broken. It was also noted that the side bail covers were contaminated and the ring cover was worn.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.